Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) was failing to be interrogated. No intervention was performed.